Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the implant had been working. The patient stated since the patient had been on different medications, the implant hadn't been working as well regarding their symptoms. It was stated the patient met with the manufacturer representative (rep) and tried to change the program. On (B)(6) 2017, the hcp reported that the patient's implant was working; one of their generators were off. It was noted that they had non-obstructive urinary retention. The issue was noted to be resolved. The patient reported, on (B)(6) 2017, that it didn't seem to work as good as it did in the beginning no matter what setting they used. No further complications were reported as a result of this event.

Manufacturer narrative:
Removed patient code (B)(4) and conclusion code 92 as they no longer apply. Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp and a con. It was reported that the urinary retention was a pre-existing condition. The patient was reprogrammed on 2017 (B)(6) in an attempt to resolve the urinary retention. On 2017-08-28, the patient reported that they were drinking more, using catheters, and then got the device to preclude the retention. MDR decision corrected to not reportable. No additional supplemental reports required unless additional information received in dictates reportable event.